Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level and the insulin pump had a critical pump error. The customer's blood glucose level was 44 mg/dl. The customer did not mention any symptoms related to low blood glucose level. The customer also reported that the insulin pump screen had an open book image with a red x and the insulin pump was beeping. The customer also reported that there was fluid under the insulin pump screen. The customer declined troubleshooting for low blood glucose level. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection.